Event description:
It was reported that an infection and explantation occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device with delivery system (wds) was used and the procedure was successfully completed on (B)(6) 2019. On (B)(6) 2021, 922 days post procedure, the patient presented at the hospital with symptoms of infection including malaise, myalgia, diarrhea, nausea, tremors, and fever. On (B)(6) 2021 the closure device was surgically removed. No further patient complications were reported.

Manufacturer narrative:
Additional information located in b5 event description.

Event description:
It was reported that an infection and explantation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device with delivery system (wds) was used and the procedure was successfully completed on (B)(6) 2019. On (B)(6) 2021, 922 days post procedure, the patient presented at the hospital with symptoms of infection including malaise, myalgia, diarrhea, nausea, tremors, and fever. On (B)(6) 2021 the closure device was surgically removed. No further patient complications were reported. It was further reported when the closure device was explanted the laa was ligated. The patient had no history of sepsis and the infection was therefore attributed to the closure device. Additionally, vegetation was noted on the pre surgical echocardiogram.